Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with an argus ii device on (B)(6) 2014. On (B)(6) 2016, the patient was diagnosed with a rhegmatogenous retinal detachment in the implanted eye. On (B)(6) 2016, the surgeon conducted a revision surgery during which laser treatment was used to re-attach the retina. Patient was seen in the clinic on (B)(6) 2016 and was reported to be doing well. There was no defect or malfunction of the device associated with this event.